Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) and a 30 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. Pre procedure transesophageal echocardiogram (tee) revealed a baseline effusion. The was positioned and the wds was advanced. The closure device was deployed but required recapture. After this the baseline pericardial effusion was deemed to be slightly larger. No interventions were performed and patient was monitored. The effusion resolved on its own. No further complications were reported. Patient is stable and discharged.